Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise which resulted in incorrect detection of ventricular tachycardia. No inappropriate high voltage therapy was delivered. The patient was brought to the clinic for additional testing and the clinic was able to reproduce the noise during follow up. On (B)(6) 2020, the lead was capped and replaced. The patient was reported to be in stable condition following the procedure.